Manufacturer narrative:
At the time of the reported event (B)(4), a shipping company, was delivering an amsco 400 sterilizer to (B)(6) hospital. The shipping company opted to liftgate the sterilizer when the sterilizer began to tip. Employees at the hospital attempted to intervene to prevent the sterilizer from falling and sustained injury as a result. Upon investigation, steris determined the root cause of the reported event is attributed to improper unloading techniques by the local shipping company. Steris confirmed that the unit was properly packaged and crated when it was shipped from the manufacturing facility. Steris has followed up with the local terminal of the shipping company to ensure proper unloading techniques are followed when delivering steris equipment.

Event description:
The user facility reported that hospital employees were injured when a sterilizer fell off of a truck during the delivery of the unit.